Manufacturer narrative:
The lead under complaint was not returned for analysis. The quality documents accompanying the manufacturing process for this lead were re-investigated. All production steps were performed accordingly. There was no indication of a material of manufacturing problem. The ICD was received for analysis and inspected. Upon receipt the device was interrogated. The interrogation could be properly performed and revealed the mos1 battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction.

Event description:
It was reported that this lead was capped due to oversensing with inappropriate shocks approx. 123 months after the implantation. During the lead revision the exchange of the associated ICD was performed (affected by a field safety corrective action, bio-lqc).